Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that his onetouch verio sync meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the evening of (B)(6) 2015 (time not provided). The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took his usual dose of glipizide 15 mg and invokana 300 mg medication (including sliding scale) on the morning of (B)(6) 2015 (time not provided). The patient claimed to have developed the symptom of "irritation" 3 seconds after the alleged product issue began; however, he denied that he received treatment. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with a walk-through retest, the test strip completely drew in the blood sample, the patient was using the correct testing technique, the subject meter was not being used for the first time and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom doesn't meet lifescan's criteria for a serious injury and he did not receive treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.